Event description:
The customer reported that their t:slim x2 pump battery would not charge and the pump screen was dark. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.